Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable results for multiple assays for 1 patient sample tested on a cobas 8000 e 801 module. From the data provided, discrepant results were provided for elecsys vitamin b12 immunoassay, elecsys ferritin, elecsys ft3 iii, elecsys ft4 iii assay, and elecsys tsh assay. The initial vitamin b12 result was 73.8 pmol/l with a data flag. The repeat vitamin b12 result was 714 pmol/l. The initial ferritin result was 4.16 ug/l with a repeat result of 98.6 ug/l. The initial ft3 iii result was 1.39 pmol/l with a repeat result of 3.70 pmol/l. The initial ft4 iii result was 1.95 pmol/l with repeat results of 14.7 pmol/l and 14.9 pmol/l the initial tsh result was 0.618 miu/l with repeat results of 2.84 miu/l and 2.78 miu/l. Before the patient sample was retested it was recentrifuged. The erroneous results were reported outside of the laboratory. The doctor requested the sample to be retested since the results were not matching their expectation. There was no allegation of an adverse event. The vitamin b12 reagent lot was 33094600 with an expiration date that was requested but not provided. The ferritin reagent lot was 34947200 with an expiration date that was requested but not provided. The ft3 iii reagent lot was 34835900 with an expiration date that was requested but not provided. The ft4 iii reagent lot was 37884400 with an expiration date that was requested but not provided. The tsh reagent lot was 33181400 with an expiration date that was requested but not provided. The investigation is currently ongoing.

Manufacturer narrative:
The provided alarm trace shows multiple sample clot detection, sample short, and abnormal aspiration alarms occurred. The investigation did not identify a product problem. The cause of the event could not be determined.